Event description:
Customer reports via phone that the failure was noted when staff attempted to start the room for days procedures. Customer does not have a back up room, pt procedures were cancelled. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.